Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. During a normal device change out procedure, the physician attempted to implant a new left ventricular lead but was unsuccessful due to patient's anatomy. The chronic left ventricular lead was not attempted to be removed and remained implanted with loss of capture. The patient was in stable condition during and post operation.